Event description:
Customer reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try charging the pump using a known working outlet and different charging accessories; however, the issue persisted. As a resolution, technical support arranged for a replacement pump to be sent. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery until the new pump arrived. The customer was informed of steps to take upon receiving the replacement and was asked to return the faulty pump using the provided return box and label.